Event description:
The company representative (rep) confirmed that no additional troubleshooting, intervention, or actions were performed. The outcome was noted as no changes in the situation.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the first week after implant, there was effective stimulation and therapy was achieved. After the first week, stimulation ceased to be effective and effective therapy could not be obtained anymore. Stimulation was in the abdomen instead of the back. Amplitude needs to be continuously increased in order for the patient to feel any stimulation at all. It was unknown what led to this event. Diagnostics/troubleshooting was performed, multiple reprogramming efforts have been done by both hcp and reps (conventional and hd settings). Only non-desired areas and intensities of stimulation could be achieved. The mdt data was downloaded to be reviewed. An x-ray was done to detect change of lead position, but no changes detected. It was also reported that the patient experienced long recharging sessions of 4-6hrs, in which only 50% recharge levels could be seen on the recharger. Extended charging did not result in higher status in % of achieved recharge. It was unknown what led to this event. Troubleshooting was performed, the recharge procedure was evaluated with rep and patient. Battery position and coupling quality was checked. No abnormalities could be identified. The recharger was changed with a new one without result. The patient's issues were not resolved at the time of this report. No surgical intervention occurred nor was planned. Additional information has been requested to find out what was done to resolve this event. If additional information is received, a follow up report will be sent.